Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an extension set leaked near the removable smartsite connector. The user changed the connector and it continued to leak; the user reportedly reconnected the original connector to the extension set. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak near the removable smartsite was confirmed. The female luer was observed to have a crack measuring 12.67mm. Functional testing was performed; fluid was observed leaking from the cracked female luer. The root cause of the cracked female luer was not identified.